Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod for an unknown amount of time.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched. The soft cannula length was measured to be above specification. A tear was observed on the exposed portion of the soft cannula. It could not be determined when or how the damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle in delivering insulin.